Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a stroke. The physician stated the procedure may have caused the stroke. The patient was hospitalized and remains under medical supervision.